Manufacturer narrative:
The complaint investigation for a falsely decreased alinity c sodium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. A review of tickets determined there is normal complaint activity. Trending review did not identify any trends for the issue for the product. Manufacturing documentation (device history record) for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module on a patient. The following results from the same patient with different blood draws were provided: sid (B)(6) = 138 / 139 mmol/l. Sid (B)(6) = 107 / 139 mmol/l. Normal range: 137 ¿ 145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module on a patient. The following results from the same patient with different blood draws were provided: sid (B)(6) = 138 / 139 mmol/l sid (B)(6) = 107 / 139 mmol/l normal range: 137 ¿ 145 mmol/l no impact to patient management was reported.